Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had 2 mris and they are not sure if the proper steps were taken to place the ins into a safe mode, so they hope their internal device is not destroyed. The pt said with the second MRI the technician rushed them and insisted it must be deactivated because they thought stim would be off if it was deactivated, they were also rushed so much the patient went into the active scan room and the MRI tube with the communicator against their device/body, they went through the entire MRI with the communicator against their body. Pt said they pushed the panic button during the scan because the communicator heated up their body but the technician ignored them and wanted to finish. The pt was concerned this action had damaged the communicator and damaged their ins. Patient services worked with the pt to use the communicator and handset to connect to the ins, check their setting, navigate to MRI mode, activate, deactivate MRI mode and turn stim back on. The pt also used the equipment to successfully in crease stim. Patient services reviewed the equipment seemed to be functioning as expected. The pt wanted the communicator replaced. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement communicator. The patient also noted that they are fat, their arms do not go back there comfortably, it is hard to hold it where it needs to set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.